Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had a lead revision in 2010 due to a fall. No further details were provided about the event, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
Additional information reports the patient had an excellent response to the neurostimulator device, now with broken lead. The lead was revised after a car accident in (B)(6) 2010.

Manufacturer narrative:
Concomitant products: product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2010, product type extension; product ID 3080, lot # l77124, implanted: (B)(6) 2000, explanted: (B)(6) 2010, product type lead. (B)(4).